Event description:
During a coronary drug eluting stenting treatment procedure, the balloon would not withdraw from the stent. The delivery balloon of a 2.25 x 16mm taxus express2 drug eluting stent would not withdraw from the stent upon deflation. A "double negative was performed with no success. A second inflation was performed and then another negative was performed and still the balloon was not released. The guide wire, balloon and the catheter were withdrawn as a unit from the pt." The procedure was completed with this taxus stent. It was reported that the pt is in satisfactory/good condition.